Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure on (B)(6), 2011. According to the complainant, the patient presented with a malignant tumor; however the anatomy was not tortuous. During the procedure, the deployment handle detached and the stent was unable to be deployed. The stent device was removed from the patient, and the procedure was completed with different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable/good. Investigation results revealed that the blue outer sheath was torn. Therefore, based on this information, this event is now considered reportable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The clear outer sheath was kinked proximal to the distal end of the outer sheath. The distal handle was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. The blue outer sheath was stretched and torn distal to the proximal end of the outer sheath. The stainless steel shaft was slightly bent. During analysis it was not possible to retract the outer sheath to deploy the stent, so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent; however, the inner lumen was kinked at the distal end of the distal tip which is consistent with the kinks in the outer sheath. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device¿s performance. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.